Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, an echocardiogram indicated that the pigtail was in the pap. The surgeon tried to reposition without success as the pigtail was caught on a chord. The surgeon feared the device would slingshot out; therefore, the surgeon decided to leave the device in that position and the patient continued on extracorporeal membrane oxygenation support.